Event description:
It was reported there was a problem with the pump and a motor stall had been confirmed. The motor stall message was seen on the clinician programmer when the pump was checked post MRI, which was clarified to have occurred in early april. The motor stall was caused by the patient having an MRI. The pump was re-interrogated and this resolved the motor stall, however, the logs were not read, but they did not get the pop up for the stall. The pump was used to deliver dilaudid. It was further reported there was a confirmed recovery. The patient was described as doing "ok".

Event description:
It was further reported the MRI had been to check the patient&#38112;spine. Due to event, the health care provider (hcp) discovering the pump had stopped as a result of the MRI, the patient didn&#38176;have withdrawal symptoms from it.

Manufacturer narrative:
Concomitant: product ID 8780, serial# (B)(4), implanted: 2012-(B)(6), product type catheter. (B)(4).